Event description:
It was reported that using a femoral artery access approach during a procedure of the 90% stenosed femoral artery the 6.0 x 80 mm absolute pro stent delivery system (sds) was being inserted/backloaded and advanced over the unspecified guide wire outside the anatomy when it was noted that the distal portion of the stent implant was unsheathed. There was no patient interaction. The device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. The absolute pro peripheral self expanding stent system (IFU) provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.